Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The 3.50x16 mm taxus express2 drug eluting stent could not be advanced through the lesion and was caught on the lesion during withdrawal of the device. Another attempt was made with a 3.50x32 mm taxus express2 drug eluting stent. The second stent would not cross. Both stents had a piece of wire protruding. No pt complications were reported.